Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to an overvoltage condition. This battery pack would never charge over 1530 ma over the last few months. The "battery charger fault" flags indicate an overvoltage condition. This means that the battery pack was trying to charge over the 1520 ma, but the cells would not allow it to. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.

Event description:
Lifecor customer support noticed "battery charger fault" flags on a recent download from a female patient. Support called the pt and exchanged the battery pack.